Event description:
Per the reporter, the autopulse nxt platform (sn (B)(6)) stopped working during the cardiac arrest. Initially, the patient was improperly positioned, which contributed to the device not working. The patient was repositioned correctly; however, the device remained non-functional. Upon further assessment, the autopulse nxt band was removed and found to be correctly applied. Manual CPR was then initiated. No consequences or impact to the patient. After the call, the customer tested the device extensively and was only able to reproduce a malfunction by rapidly powering the nxt platform off and on.

Manufacturer narrative:
Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. For g4: PMA/510(k): premarket submission number not available/not released.

Manufacturer narrative:
The reported complaint of the autopulse nxt platform (sn (B)(6) stopped working was confirmed in the archive data but was not confirmed during functional testing. The customer's reported complaint was not reproduced during the testing. Based on the archive data, the cause for the reported complaint was due to occurrence of fault 1097 (fault_position_sync_error), which indicates a motor encoder issue and causes the alert yellow triangle indicator to flash. This software-related fault can be resolved by performing a power cycle or gently pulling the band to nudge the motor. The archive data indicated fault 1097 (fault_position_sync_error): failed to read the encoder position during a sync operation, confirming the reported complaint. The autopulse nxt platform passed the functional testing without errors. The platform was further tested using the mztf (medium zoll test fixture) with two batteries until fully discharged without any faults or errors. Following the service, the autopulse nxt platform passed the run-in and final tests without fault or error.